Event description:
It was reported to philips that while moving the patient table, the user pressed the pan handle and pinched their fourth finger on their right hand. A photograph was provided showing the alleged injury, a bruised fingernail. Due to the lack of information whether any additional intervention was required, we are conservatively reporting this event as a serious injury. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, the nurse sought evaluation at an urgent care facility on the same day; however, no medical intervention was required. The injury was limited to bruising of the nail bed, which has since fully healed. The system was in clinical use at the time of the reported event and the procedure was completed without delay. The user acknowledged that they should not have attempted to move the table in the manner described. They also reported being new to the department and had not yet reviewed the field safety notice (fsn) related to finger pinching hazards or the instructions for use (IFU). The applicable IFU (452300103572, azurion release 3.0), chapter 6.1 safety information, includes a warning regarding the potential risk of injury due to access to the longitudinal guiding mechanism: ¿it is possible to access the longitudinal guiding mechanism from underneath the tabletop. Serious injury may result if any part of the body becomes trapped in the mechanism.¿ a philips field service engineer provided the customer with an additional copy of the fsn to reinforce awareness of the safety information. The codes were updated based on the investigation outcome.